Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing and the device to be in good physical condition. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective dso sensor was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device exhibited an occlusion test problem during a maintenance inspection. There was no patient involvement.